Event description:
Pt with "gvhd" with a blood volume estimated to be 2940mls was treated with photopheresis. The operator used a large 225ml centrifuge bowl instead of the 125ml bowl. The instrument did alarm at the appropriate extracorporeal volume of 600 ml for a small bowl but the operator continued. The data key for this therapy indicated 748mls of whole blood was removed from the pt before the therapy was stopped. The pt became pale nauseous, and began to vomit. All extracorporeal blood was returned to pt along with 2 units of albumin. Pt recovered. Uvar xts operator's manual recommends not exceeding 15% of pt's blood volume in this case 25% was removed. The uvar xts instrument was evaluated by a service rep on 11/16/2000 and no defects were found. It is concluded that the inappropriate use of the 225ml centrifuge bowl resulted in this severe hypotensive episode.